Manufacturer narrative:
Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported, that the customer had a "defective" bivona trach. Patient involvement and product details are unknown.

Manufacturer narrative:
B3: date of event, d4: catalog number, lot number, expiration date, g5: 510k number, and h4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when required.